Manufacturer narrative:
Reported event: an event regarding disassociation involving a lfit v40 cocr head that was mated with an unknown accolade stem was reported. The event was confirmed by clinician review. Method & results:  device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted metal head with nothing remarkable to report. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: on (B)(6) 2021: stryker pi report. Undated/unlabeled: ap pelvis x-ray, one hip with stable accolade ii stem and large head and apparent trident cup with screw, cup is not medialized, no other abn, other side with tmzf accolade lateral cup with one screw not clearly in pelvis, the large head is disassociated from the stem and the trunnion looks worn. Undated/unlabeled: lateral hip x-ray. Head disassociated from stem. No obvious abn in cup. Event confirmation: the event was confirmed. There was a head disassociation from the stem and what appeared to be significant trunnion wear. The revision was not confirmed but was clearly indicated. Root cause: the root cause cannot be determined without additional medical records, the lot numbers of the implants and perhaps the explants. It is likely that this case was associated with the lfit head trunnion recall. Device history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Right hip revision for femoral head disassociation. All components removed and replaced with [competitor] implants.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6) 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Right hip revision for femoral head disassociation. All components removed and replaced with competitor implants.